Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke from the dart when deploying the capio device through the patient's ligament. A second suture was opened and tested outside the patient and the same issue occurred. Reportedly, an x-ray was performed after the operation and confirmed that there was no dart left inside the patient. The procedure was completed with a device from a different manufacturer. There were no adverse patient effects as a result of this event. The patient reportedly recovered well after the procedure.

Manufacturer narrative:
(B)(4). A visual examination of the returned capio slim device revealed that the cage was bent and was partially detached in the lower section, these conations could contribute to the reported failure, consequently, confirming the reported complaint. The functional analysis could not been performed due to the cage condition. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The failure occurred during the procedure. It is most likely that during procedure the device could have been manipulated, since the failures found in the cage are issues that could have been generated by excessive manipulation of the device by the user, once the device has the cage damage could affects the interaction with the suture and contribute to the reported failure, additionally, during the manufacturing process the units are inspected in order to avoid the failures reported. However, there is no control in how devices are handled in the field. Based on the information available and the analysis performed the most probable cause for the complaint event is cause traced to component failure.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke from the dart when deploying the capio device through the patient's ligament. A second suture was opened and tested outside the patient and the same issue occurred. Reportedly, an x-ray was performed after the operation and confirmed that there was no dart left inside the patient. The procedure was completed with a device from a different manufacturer. There were no adverse patient effects as a result of this event. The patient reportedly recovered well after the procedure. Additional information received on october 19, 2018. Two sutures were used and were only deployed once before they broke. The first suture broke off inside the patient's right side and was later found on the patient's drapes (outside the patient). The second was fired over an instrument trolley which was outside the patient and the same issue occurred, the dart was severed from the suture. Reportedly, the capio device was tensioned as per instructions in the recently sent field notice.